Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose level was not known. The customer was advised to revert to a back-up plan. Nothing further was reported.